Event description:
Customer reportedly received result of 600 mg/dl on the complete system and 44 mg/dl on lab value within 10 minutes. Customer reported feeling dizzy when these results were obtained; he was treated with juice and an IV (contents unk). Customer was admitted to the hospital and released the following day when his blood glucose result was around 150 mg/dl on professional device. Requested return of suspect device and replacement was sent.